Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged during preparation and was not used in the pt; therefore, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Eval summary - quality assurance analysis revealed that the stent delivery system (sds) was retuned with blood in the guide wire lumen and contrast in the inflation lumen. The stent implant was dislodged from the sds and retuned on the stylet. There were crimp marks visible on the balloon between the markers. There was no damage noted to the stent implant. The balloon was returned loosely folded. There were two bends on the hypotube, 2.5 cm and 6.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. The protective sheath was returned. There was a kink on the protective sheath 4 cm distal to the flared end. There was no other damage noted to the protective sheath. A snap gage was used to measure the stent implant outer diameters. The outer diameter measurements met mfg criteria. Product performance engineering reviewed the incident info and analysis of the returned product, which was consistent with the reported info that the product was prepared for use and at least partially advance over the guide wire. Analysis noted that the stent implant was dislodged from the sds with no damage noted and returned on the stylet, confirming the reported stent dislodgement; however, there were crimp marks on the balloon between the markers, suggesting that the stent was originally crimped in the correct location at the time of manufacture. Potential causes for stent dislodgement prior to insertion into the pt's anatomy, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with accessory devices. The sheath had a kink 4 cm distal to the flared end. This damage was not originally reported and may suggest excessive force applied during sheath removal which may have contributed to the reported dislodgement. Analysis also noted that the balloon was loosely folded, which suggests that the balloon may have been inflated. It is possible that if pressure was applied during sheath removal or product preparation for use, the slight expansion of the balloon may have loosened the stent and resulted in the stent dislodgement; however, as the stent outer diameters were measured and met mfg criteria, this cannot be confirmed. It is possible that the balloon became loosened from handling during shipment back to abbott vascular for analysis. Analysis also noted two bends in the hypotube distal to the strain relief tubing. There was no mention of this damage in the incident report and likely occurred as a result of the procedural attempt to cross the lesion or from handling of the product during packaging / shipment back to abbott vascular for eval. This damage does not appear to be related to the reported stent dislodgement. In this case, a conclusive cause for the reported stent dislodgement could not be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. This MDR is considered closed by the product performance group.